Event description:
It was reported that customer experienced recurring malfunction 9 alarms on pump, with at least three occurrences on same device, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged a replacement pump.